Event description:
Hypotension and severe vasoplegia severely after irrigation of thoracic cavity with biasurge advanced surgical solution (sanara medtech). Bp dropped to 70s/50s immediately after initiation of irrigation with biasurge.